Event description:
It was reported that an IV solution bag was leaking from the administration port. This occurred during infusion. The bag was filled with an unknown volume of total parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.